Manufacturer narrative:
Telephone number is: (B)(6). During an endovascular treatment (evt) case, a 10 x 80 smart control self-expanding stent (ses) could not be deployed. It was removed from the patient body and checked. The doctor turned the dial, but the outer sheath could not be retracted. So, it could not be used in the procedure. Analysis of the returned device indicates the outer sheath and inner shaft on the stent delivery system were broken/ separated. The lesion was the iliac artery. The smart stent was used as per the instructions for use (IFU). There was no reported patient injury. The device was returned for analysis. One non-sterile ses smart control 10x80 80 stent delivery system was received for analysis inside a plastic bag. Per visual analysis, the locking pin was detached (not returned for evaluation). The stent of the unit was received in place (not deployed). The outer sheath and inner shaft on the stent delivery system were observed broken/ separated. No other anomalies were seen on the ses smart control unit. Per functional analysis deployment test could not be performed due to the separated condition of the unit the way it was received for evaluation. Dimensional analysis, stroke length (pin-pull sds), not required. Per microscopic analysis, the unit was inspected under the vision system and the stent delivery system material presented elongations. Elongations are commonly associated with separations caused by material tensile overload. Thus, it is assumed that the outer sheath and inner shaft of the unit were induced to a tensile force that exceeded the material yield strength of the unit prior to the separation. A product history record (phr) review of lot 18009251 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses- deployment difficulty ¿ unable¿ was not confirmed since the deployment test could not be performed due to the separated condition of the device the way it was received for evaluation. However, the reported "stent delivery system (sds)-ses-separated" was indeed confirmed. Nonetheless, the cause of the separated condition on the unit could not be determined during the device evaluation. Analysis results and phr review results do not suggest that the observed separated condition is related to the manufacturing process. The product manufacturing records indicated that the product met specifications before shipment. Also, the packaging tray the unit is packaged in does not allow the stent delivery system to endure any condition such as separation. Per the observed damaged condition of the unit the way it was received for analysis, a probable application of a tension force that induced the separated condition on the unit can be considered. Procedural factors and or handling process such as the user¿s interaction with the device during use may have contributed to the damage noted on the device as received. According to the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
During an endovascular treatment (evt) case, a 10 x 80 smart control self-expanding stent (ses) could not be deployed. It was removed from the patient body and checked. The doctor turned the dial, but the outer sheath could not be retracted. So, it could not be used in the procedure. Analysis of the returned device indicates the outer sheath and inner shaft on the stent delivery system were broken/ separated. Multiple attempts were made without success to obtain additional information. There was no reported patient injury. The lesion was the iliac artery. The smart stent was used as per the instructions for use (IFU).